Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain was gone") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain was gone") and vomiting ("throwing up"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain and abdominal pain had resolved and the vomiting outcome was unknown. The reporter considered abdominal pain, pelvic pain and vomiting to be related to essure. The reporter commented: "I might have been throwing up from the anesthesia, but I still felt better than I did before going in" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain was gone"), salpingitis ("tubes was so infected and covered in puss"), embedded device ("1 coil had come loose & tacked to my uterus") and device expulsion ("1 coil had come loose & tacked to my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain was gone"), procedural vomiting ("throwing up") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (coil and tubes removed) and surgery (2nd surgery: hysterectomy). Essure was removed. At the time of the report, the pelvic pain and abdominal pain had resolved and the salpingitis, embedded device, device expulsion, procedural vomiting and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, embedded device, pelvic pain, procedural vomiting and salpingitis to be related to essure. The reporter commented: "I might have been throwing up from the anesthesia, but I still felt better than I did before going in". Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, allergy to metals, device expulsion, embedded device, pelvic pain, salpingitis and procedural vomiting. Most recent follow-up information incorporated above includes: on 21-may-2018: new events: tubes was so infected and covered in puss, allergic to nickel and coil had come loose & tacked to my uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("1 coil had come loose & tacked to my uterus"), device expulsion ("1 coil had come loose & tacked to my uterus"), salpingitis ("tubes was so infected and covered in puss") and pelvic pain ("pelvic pain was gone") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain was gone"), procedural vomiting ("throwing up") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (coil and tubes removed/2nd surgery: hysterectomy), surgery (coil and tubes removed/2nd surgery: hysterectomy), surgery (coil and tubes removed) and surgery (coil and tubes removed). Essure was removed. At the time of the report, the embedded device, device expulsion, salpingitis, procedural vomiting and allergy to metals outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, embedded device, pelvic pain, procedural vomiting and salpingitis to be related to essure. The reporter commented: "I might have been throwing up from the anesthesia, but I still felt better than I did before going in". Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, allergy to metals, device expulsion, embedded device, pelvic pain, salpingitis and procedural vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil had come loose & tacked to my uterus'), device expulsion ('1 coil had come loose & tacked to my uterus'), salpingitis ('tubes was so infected and covered in puss') and pelvic pain ('pelvic pain was gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain was gone"), procedural vomiting ("throwing up"), allergy to metals ("allergic to nickel"), bipolar disorder ("bipolar disorder") and depression ("depression"). The patient was treated with surgery (coil and tubes removed and coil and tubes removed/2nd surgery: hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, salpingitis, procedural vomiting and allergy to metals outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bipolar disorder, depression, device expulsion, embedded device, pelvic pain, procedural vomiting and salpingitis to be related to essure. The reporter commented: "I might have been throwing up from the anestesia, but I still felt better than I did before going in" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil had come loose & tacked to my uterus'), device expulsion ('1 coil had come loose & tacked to my uterus'), salpingitis ('tubes was so infected and covered in puss') and pelvic pain ('pelvic pain was gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain was gone"), procedural vomiting ("throwing up"), allergy to metals ("allergic to nickel"), bipolar disorder ("bipolar disorder") and depression ("depression"). The patient was treated with surgery (coil and tubes removed and coil and tubes removed/2nd surgery: hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, salpingitis, procedural vomiting and allergy to metals outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bipolar disorder, depression, device expulsion, embedded device, pelvic pain, procedural vomiting and salpingitis to be related to essure. The reporter commented: "I might have been throwing up from the anestesia, but I still felt better than I did before going in". Concerning the injuries reported in this case, the following were reported via social media: abdominal pain, allergy to metals, device expulsion, embedded device, pelvic pain, salpingitis, procedural vomiting, bipolar disorder, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event " bipolar disorder and depression" added, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.